Manufacturer narrative:
Lot number: the customer reported that the lot number for this product is r18103104; however, this lot number is not recognized by baxter. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set broke apart during infusion, leading to a medication leak from the set and blood backflow from the patient¿s port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the sample photo revealed that the tubing was separated from the male luer. The reported condition was verified. The cause of the condition was determined to be incorrect solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.